Event description:
It was reported that, when the patient was (B)(6) (female), she had a primary bha by using unknown bha system. Sixteen years later, she had 1st revision bha due to a stem loosening by using a restoration ha stem. The stem started sinking (5mm) in early postoperative period. The sinking was stopped total 5mm. Her x-rays are indicating the stress shielding (engh: grade 3) at this point.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a restoration ha. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.